Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead was found to be dislodged. The physician decided to redo the case. During the procedure, rv lead did not come out from pacemaker header. After repeated attempts, the physician decided to replace both the rv lad and pacemaker. Patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in two pieces, the connector portion measured 7.2 cm while the distal portion measured 51.4 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Correction: the model and serial number reported in the initial report was the lead instead of the device. The device was added to this report.